Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that all keypad symbols worn. All keypad buttons function appropriately. The keypad is peeling. Evaluation revealed that there was contamination present under "contrast" button contact. The up and down button contacts were misaligned. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under button. This report is made based on results of investigation completed on (B)(6) 2015.